Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The top of the reservoir compartment looked like it was melted. They could not get the reservoir to lock in place. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with partially melted reservoir tube lip and retainer. The device passed displacement test. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, scratched case and keypad overlay. No burns or melted components were found at the electronic assembly per visual inspection.